Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had "lec 45639". There was no patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair. The device has not been serviced in the past. Visual inspection found downstream occlusion (dso) seal was cracked. Unable to download error history log (ehl). When powering up the device, it displayed a constant alarm showing error code 45639, confirming primary complaint. The cause is the printed wire assembly (pwa) board is defective. The pwa board and dso seal were both replaced.